Event description:
Customer reported the system displayed a filament regulator error and had to be rebooted during a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and performed a filament calibration and regreased the high voltage (candlestick) connectors. System operates as intended.